Event description:
The patient reported that the vns settings were increased and the patient has had a better control of seizures since the increase.

Event description:
The patient reported that her seizures have been reduced greatly with vns therapy, but her breakthrough seizures have been intense. No additional relevant information has been received to date.